Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the during the implant procedure, the right ventricular lead exhibited high, out of range, pacing lead impedance, and a high capture threshold. The lead was not implanted and was replaced. There were no adverse consequences for the patient.